Manufacturer narrative:
Age at time of event: 18 years or older. (B)(4). Device evaluated by MFR.: returned product consisted of a quantum maverick balloon catheter. The balloon was tightly folded. There was contrast in the inflation lumen. There was blood in between balloon folds. The outer shaft, inner shaft, balloon and tip were microscopically examined. The hypotube shaft was completely separated 9.5cm from the hub and 79cm from the tip. The fracture faces were oval as if kinked prior to separation. There were numerous hypotube kinks. There was tip damage. The balloon was inflated with a water filled inflation device to gauge for balloon damage. There was no damage. There was no evidence of any material or manufacturing deficiencies contributing to the damage. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable root cause is operational context as device performance was limited due to anatomical procedural factors. (B)(4).

Event description:
Reportable based on device analysis completed on 20-dec-2016. It was reported that resistance was encountered and balloon damage occurred. The target lesion was located in a coronary artery. A 3.0mm x 8mm quantum¿ maverick¿ balloon catheter was advanced into the patient's body but resistance was encountered. The device was removed from the patient's body and it was noted that the tip of the balloon was bent. The procedure was completed with another of the same device. No patient complications were reported and the patient's status was stable. However, returned device analysis revealed a hypotube break.